Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. There was contrast in the inflation lumen. Device analysis determined the condition of the returned device was consistent with the complaint incident. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 51.5 cm from the tip. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and mildly calcified left circumflex (lcx) artery. A 2.5mm x 12mm quantum¿ maverick¿ balloon catheter was advanced, however while pushing, the shaft broke 20cm from the hub. The device was retrieved through snaring and the procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and mildly calcified left circumflex (lcx) artery. A 2.5mm x 12mm quantum¿ maverick¿ balloon catheter was advanced, however while pushing, the shaft broke 20cm from the hub. The device was retrieved through snaring and the procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.